Event description:
Inserted via endoscopic retrograde cholangiopancreatography (ercp) scope into common bile duct, scrub tech attempted to inflate balloon with provided inflation syringe, balloon would not completely inflate or stay inflated. Removed balloon out of scope balloon inflated with provided inflation syringe, and endoscopist noticed leak in the balloon.